Event description:
Customer called to report a leak at the probe of the coulter ac.t diff analyzer . Customer noticed the probe was dripping a few drops while bleaching the baths. Customer also noticed some blood on the rim of the red blood cell (rbc) mixing chamber and dried diluent on top of the vacuum isolator chamber (vic). The field service engineer (fse) inspected the instrument and found that the peristaltic pump from the bath's drain was not working properly. The fse replaced the peristaltic pump tubing, which resolved the instrument issue. Therefore, the root cause for the leak is attributed to the tubing of the peristaltic pump from the baths. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).